Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage or abnormalities. No fin, straw, or dimple plate damage was noted, no signs of holes or cracks were detected. The bowl was run a couple of times using di water. During the runs there was no bowl lift, leaks or pump speed error messages noted. Reason for return was not confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog wash kit, it was reported that the customer used a cell salvage kit for the case and connected everything but the system kept saying that there was air in the saline line. After a couple of attempts to prime, the customer noticed the centrifuge had leaked but carried on with the case just using the collection bowl only and they stated that it didn't require processing. There was no damage to the exterior or internal packaging. There was adverse patient effect because of this issue. Medtronic received additional information that there was no damage noted in the disposable. There was a high pitched noise. The customer checked all parts of the disposable, removed the bowl, reseated it and checked tubing correctly loaded. The noise persisted. The leak occurred at the top of the disposable. The leak occurred during the early stages of the procedure, during priming. The bowl was removed and reseated, all tubing checked and noise and leak persisted. The waste bag had minimal volume at the time of the event, as the bowl had just been primed. Less than 50ml. The reservoir had 200ml of saline. No blood. The customer did not note any error code. There was no patient blood loss. The bowl had only been primed with saline. It was a saline leak. No transfusion was required.